Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned and a perforation "on the patient's right side near the cornua" was confirmed on post hysteroscopy. The patient was discharged the same day. A hysteroscopy, dilatation and curettage (d&c) and sounding with a suresound device were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Serial number of the radio frequency controller and lot number of the suresound not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If additional relevant information is received, a supplemental medwatch will be filed.